Manufacturer narrative:
D10 concomitant product: mrasc0002 sn: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic procedure, the arms were exhibiting significant tremoring. Initially, this was observed when the arms were at its mechanical limits (fully extended, fully rolled, or fully collapsed), when the instrument was fully inserted, or when a joint was fully rotated. Subsequently, it was noted that the tremoring occurred more frequently outside of these conditions. There is no patient injury.